Event description:
The report rec'd from the study indicated that approx six and one-half months after the index procedure, the pt was admitted to the hosp with atrial flutter and a rapid ventricular response. The pt was started on amiodarone. Two days later, the ventricular rate remained rapid, so an increasing dose of beta-blocker was administered. The following day, the pt became bradycardic and went into sinus arrest. Attempts to resuscitate the pt were tried for one hr unsuccessfully and the pt expired. The cause of death was reported to be from bradyarrhythmia possibly from both drug and previously impaired left ventricular systolic function. There was no reported evidence of stent thrombosis. No autopsy was done.

Manufacturer narrative:
The indication for the index procedure was an acute non-st elevation myocardial infarction (nstemi) with onset of symptoms greater than seventy-two hrs (>72 hrs) prior to the intervention. The pt was found to have three-vessel disease and had one lesion treated during the index procedure. The pt's left ventricular ejection fraction was not provided. The target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 10 mm length, a 70% stenosis, and type b1. A cypher select plus 3.0 x 18 mm stent was implanted at 16 atm via direct stenting. The lesion was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The pt was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The pt was reported to be asymptomatic and was continuing her medical regimen at the one-month f/u. At the six-month f/u, the pt was experiencing angina and was continuing her medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states prod. The prod is not available for eval and testing. A report rec'd from the study indicated that a pt died after having a coronary artery stent implanted. The pt's history was significant for prior target lesion revascularization, hypertension, hyperlipidemia, diabetes and congestive heart failure. The indication for the procedure was an acute non-st elevation myocardial infarction of undetermined location with onset greater than 72 hrs prior to treatment. The target vessel was the proximal left anterior descenting artery (lad). The lesion was de novo and 70% stenosed. The lesion was pre-dilated with an unk balloon followed by the deployment of a 3.0 mm x 18 mm cypher select plus stent. The stent was satisfactorily implanted and did not require post-dilation. The pt was discharged the following day. Approx six months later, the pt was admitted to the hosp with atrial flutter with a rapid ventricular rate. The pt was started on intravenous amiodarone. Two days later, the ventricular rate remained rapid, so an increasing dose of a beta-blocker was ordered. The following day, the pt became bradycardic followed by sinus arrest, cardiopulmonary resuscitation ensued but they were unable to revive the pt. Per the site: "the cause of death was from bradyarrhythmia possible from both drug related and previous impaired ventricular systolic function. We did not find any evidence of stent thrombosis." The device remains implanted in the pt and is not available for inspection. A device history record review was performed and showed that this lot of prods met all requirements per the applicable mfg quality plan. Death is a known potential adverse event associated with implanting a coronary stent. Cardiovascular disease is the most common reason for pt's to die suddenly. Half of all cardiac deaths are related to atherosclerosis are sudden as well as half related to cardiac enlargement in pts with hypertension. A potential side effect of amiodarone is marked sinus bradycardia or sinus arrest and heart block. Review of the available info suggests that the pt's extensive medical history and pharmacological factors may have contributed to the event. Please note that this is the initial/final report for this product.